Manufacturer narrative:
The malfunction was duplicated and attributed to corrupted calibration table data on the smart pneumatic module. The firmware was re-installed on the smart pneumatic module and the serial numbers were restored to resolve the malfunction. The cause of the corruption could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.